Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the reporter (refer to b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The no image and front panel all lit up failures could not be duplicated during the device evaluation. Therefore, the cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. The device was not inspected before use. It was reported that it occurred during use but no details were provided. The intended procedure was therapeutic. The procedure was completed after the device was replaced. There was no delay in the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations could not be confirmed. The battery was worn, there was corrosion, liquid adhesion and the locking function of the video connector socket would not work. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The distributor reported to olympus on behalf of the customer, the visera pro video system center displayed no image, front panel lighting would not turn off and keyboard wouldn¿t operate. There was no report of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction of no image and the front panel lighting turning off.